Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up with the physician's office was attempted, but no positive identification or reason for replacement of the returned lead could be made. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: lead/medt: outer insulation breached, there was blood/body fluid on the distal conductor (not obstructed) and the outer insulation had cosmetic environmental stress cracking; distal segment returned and analyzed.